Manufacturer narrative:
(B)(4). Foreign (B)(6). The device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device ball bearing was missing during processing. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed. The visual and dimensional inspections were performed and shows signs of repeated use and missing ball bearing. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation into this issue was initiated and recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to previously addressed design deficiency. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.